Event description:
On (B)(6) 2012, the patient underwent the surgery with the g3 nail. On (B)(6) 2013, the surgeon found through the x-ray that the nail was broken. Therefore the surgeon is planning revision surgery by bone graft and the plate on (B)(6) 2013. This patient fracture part was nonunion.

Event description:
On (B)(6) 2012, the patient underwent the surgery with the g3 nail. On (B)(6) 2013, the surgeon found through the x-ray that the nail was broken. Therefore, the surgeon is planning revision surgery by bone graft and the plate on (B)(6) 2013. This patient fracture part was nonunion.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the event was confirmed. The review of the risk assessment for the failure mode indicated the issue was within tolerance, therefore no corrective actions were deemed necessary at this time. No material or manufacturing faults found. The received nail was completely broken in the bridges of the proximal drill hole for the lag screw. From technical point of view the nail broke in a fatigue fracture - indicated by lines of rest and missing plastic deformation - after an implantation period of app 7,5 months. Material damages indicated increased load application during the implantation period. The initial crack was originated in an area of the bridges were material damage had occurred intra operatively. Evaluation revealed evidence that the event was not linked to a deficiency of the device but was rather related to postoperative load application and nonunion of fractured bone contributed by intra operative damage of the implant.